Manufacturer narrative:
This report is being supplemented to provide additional information based on legal manufacturer's final investigation. Based on the legal manufacturers investigation, this event occurred due to a failure of the scope-connector locking, which resulted in unstable connection of the scope. Cv-170's instructions for use also states that the scope connectors are unlocked and the scope is removed. And, it has been proven that the scope connector locking mechanism fails when the scope is removed without releasing the scope connector locking from past cases. Based on the above, the scope was removed without releasing the scope connectors locking when removing the scope, and the scope connectors locking mechanism was considered to have been broken down terminal buckling is considered to be an event caused by the scope used in the combination. Thus, we speculate that terminal buckling inside the video connectors occurred in the following order: when inserting the scope connector into the scope connector socket of cv-170, the missing part of the scope connector tip was caught in the terminal inside the scope connector socket of cv-170. The terminal inside the scope internal socket of cv-170 was pushed back and the terminal buckled because the scope connector was further inserted with the inserted scope connector caught.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation the reported issue was confirmed. The intermittent image was due to a loose lock connection causing image loss when manipulating. A bent pin inside the connection was found and a software upgrade was required. No injuries were reported due to this issue. The device was serviced and returned to the user facility. If additional information is obtained a supplemental report will be file.

Event description:
The user facility reported that the video system center was producing an intermittent image. The scope image was cutting in and out. No patient involvement was reported. No additional information has been obtained.